Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to user error, improper handling and application of excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. In addition to confirming the customers reported issue the device evaluation found that there was foreign material adhesion on the internal lens, the outer tube and light guide were bent, and the product name ring was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the tip was chipped on the scope. The issue was found during maintenance and no procedure was involved. There were no reports of patient harm.